Event description:
On an unknown date, this patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On an unknown date, follow-up imaging identified an endoleak and lack of wall apposition at the right leg of the excluder system. The physician suspected the endoleak to be a distal type I or type ii. On (B)(6) 2019, a re-intervention was performed to repair the endoleak. An intraoperative angiography identified a type ii endoleak originating from the lumber artery; however the endoleak was elected to be monitored due to the patient¿s age. As the lack of the wall apposition was still present, an additional device was implanted to extend the right leg to prevent a distal type I endoleak. The patient tolerated the re-intervention.